Event description:
It was reported that the syringe 20ml 18g 1-1/2in experienced a broken needle. The following information was provided by the initial reporter: damaged needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: a sample was returned to sbdm, lot number is 1005064. From visual inspection, there was damaged tip. Sbdm investigate the bond on the needle hub. It is assume that there was damaged needle hub which sbdm did not find while bulk needle incoming inspection process. House sample inspection: sbdm checked the same and similar lot (lot no. 1004212, 1005064 & 1005213) house samples as of the complaint sample, there was no same case on the syringe needle hub. DHR review: sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing. Customer complaint record review: sbdm review the customer complaint record of complaint sample, there is no same issue of the same product from other customer. Incoming inspection record review of bulk needle: sbdm review the bulk needle incoming inspection record (visual inspection after removing needle cover) of complaint sample (bulk needle lot. 0029741), there is no issue in the incoming inspection. Based on the test result of the complaint case by complaint samples, sbdm found that the damaged needle hub. Currently, sbdm conduct 100% visual inspection in assembly and packing on the assembly process. However, sbdm assume that the inspectors could not find the damaged needle hub and it caused the complaint case. It is likely that the damaged needle hub was occurred in the needle hub assembly process by the needle supplier.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 20ml 18g 1-1/2in experienced a broken needle. The following information was provided by the initial reporter: damaged needle tip.